Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding issue was most likely use related, mattress suture attempted x2 and then modified purse string to achieve hemostasis as per the clinical description provided. Instructions for use for the related event are as follows: impella rp flex with smartassist instructions for use & clinical reference manual instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant reported a patient with a pulmonary embolism was implanted with an impella rp device for mechanical circulatory support. During support, bleeding was noted at the insertion site. This was addressed with mattress suture x2 and an additional purse stitch. There was no further reported harm, and the patient remained on support and was successfully weaned.